Event description:
Initial hcg+ beta results of >10,000 miu/ml. Repeat of same sample recovered 56.09 miu/ml. No information providedto determine if results were used to guide therapy. The field service representative determined the sr probe was misaligned. The instrument was repaired and performance check tests were performed and within specification.